Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter and evaluation summary. Additional information was received from the reporter indicating, the reported issue occurred on august 21, 2022, during reprocessing. During evaluation it was observed, the camera cable was broken, buckling of the camera cable was noted, and corrosion of the video connector electrical contacts was noted. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Updated: h4, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the cause of the reported image issue was a communication failure due to a faulty/damaged cable. The root cause of the cable failure could not be determined, however, it was likely due to water intrusion from the cut section of the cable, resulting in deterioration of the cable. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had appearance defects. Upon inspection of the customer¿s returned device it was observed, cable failure was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event no additional evaluation result has been made available. Additional information has been requested, if information is received a supplemental report will be submitted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.